Manufacturer narrative:
Updated data: b5. A second paragraph was added. E. Initial reporter prefix, first name, last name, and occupation medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported during this transcatheter bioprosthetic valve implant procedure, the valve was positioned too low on the first deployment attempt. During the recapture, the valve infolded inward. The valve was removed from the patient. A new system was used for implant. Additional information was received to report the patient's native aortic valve was severely calcified which contributed to the infold of the valve frame.

Manufacturer narrative:
Continuation of d10: product ID envpro-16-us (lot: 0012286130); product type: 0195-heart valves; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported during this transcatheter bioprosthetic valve implant procedure, the valve was positioned too low on the first deployment attempt. During the recapture, the valve infolded inward. The valve was removed from the patient. A new system was used for implant.